Manufacturer narrative:
Covidien reference number (B)(4). The customer reported the ventilator passed self-testing. Covidien was not authorized to conduct the repair.

Event description:
It was reported that, an 840 ventilator generated a diagnostic message that rendered the ventilator inoperable. The ventilator was not in use on a patient at the time the event occurred.